Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction added to fields: d9, h6 (type of investigation, 4114 - device not returned was inadvertently selected on the initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the probable cause of the malfunction is likely a failure of the printed circuit board; however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a colonoscopy, and there were no reported delays.

Event description:
It was reported, the video processor exhibited scope communication problems. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.